Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump had experienced a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
It was reported that during implant, the device alert was triggered due to out of range impedances, and it was noted that the device time was not accurate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of device shutdown, however, a damaged battery alarm was discovered in the device event history on the reported occurrence date and was determined to be related by quality engineering. The damaged battery alarm was determined to have been caused by depleted main batteries. The main batteries were replaced to repair the reported condition. Service history review determined that this device has not been serviced for the reported condition of "only shows half a screen then shuts down." A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump that shut down during set-up in the general patient ward. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.